Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user during system preparation: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2cm of trigger cord between knot and hook.¿ if the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a variceal ligation in the esophagus, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the white introducing catheter [loading catheter] broke down introducing it in the scope and the blue hook was then missing. Our attempts to collect additional information regarding patient outcome were unsuccessful, however, as this occurred prior to patient contact the information able to be collected does not reasonably suggest the patient was adversely impacted.